Event description:
Boston scientific neurovascular became aware that during a procedure, it was difficult to find the marker of the subject device under fluroscopy. No complications with the patient were reported to have occurred as a result of this event.

Manufacturer narrative:
The subject device is currently in process of evaluation by the manufacturer.